Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical product: 5076, implantable pacing lead, (B)(6) 2010.

Event description:
It was reported that there was apparent right atrial (ra) and right ventricular (rv) lead oversensing through the device that could not be reproduced by device manipulation. The patient was brought into the or and the pacemaker was disconnected from the leads. The apparent ra and rv noise could not be reproduced using the analyzer. Since the source of the apparent noise could not be identified, the physician elected to replace the entire pacing system. The device was explanted and replaced and the leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.